Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable chol2 cholesterol gen. 2 and hdl-cholesterol results for one patient sample. The initial cholesterol result was 16 mg/dl and the repeat result was 182 mg/dl. The initial hdl result was 49 mg/dl and the repeat result was 30 mg/dl. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The cholesterol reagent lot number was 250685 with an expiration date of 31-aug-2018. The hdl reagent lot number and expiration date were requested but were not provided. The customer checked the sample probe which was okay, but many splashes were noticed on the shield pipe. The shield pipe and sample probe were cleaned. The customer replaced the reaction cells and performed incubation bath cleaning. A precision check was performed and was acceptable a specific root cause could not be identified. As all calibration and qc results were stable and within range, a general reagent issue was not suspected. Based on review of the provided reaction monitor, a pipetting issue was likely. Issues with the customer preanalytic handling were observed which may have contributed to the issue.